Event description:
It was reported that during testing, a pump would not deliver fluid. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within specification. An additional flow rate test was performed using the event infusion parameters found in the history log (for a period of one hour) with the unit passing. Upstream occlusion and downstream occlusion tests were also performed per the sigma preventive maintenance procedure with the unit passing. At this time, the date of event is unk.